Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was also received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that keypad was not responding. Customer's blood glucose was 160 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.